Event description:
It was reported that this pacemaker was unable to be interrogated prior to an implant procedure. A different device was used for the procedure instead. There was no patient involvement. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. The device was exposed to simulated heart load conditions, and the pacing, sensing, and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of interrogation issues.

Event description:
It was reported that this pacemaker was unable to be interrogated prior to an implant procedure. A different device was used for the procedure instead. No adverse patient effects were reported. Product return is expected.